Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead confirmed its twisted configuration and that at the lead's electrode end, dried blood was present around the base of the helix mechanism, extending into the helix housing. The ptfe covering of the rate/sense portion of the lead was bunched in several places. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A laboratory technician tested the helix mechanism and found it was nonfunctional. As analysis was able to confirm the clinical observations, it is likely that the root cause of the helix mechanism difficulty was attributed to the blood and tissue clogging the helix mechanism.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit it was noted this right ventricular (rv) lead was twisted and dislodged due to twiddler's syndrome. During the revision procedure it was noted that the helix could not be extended or retracted so it was removed from the patient's body. A new lead was successfully implanted. No adverse patient effects reported.

Event description:
--